Event description:
On 04-may-2026, it was reported via email by a distributor that an ar-2324bcsp self-punching biocomposite swivelock anchor broke and failed during insertion while performing a rotator cuff repair. The issue was discovered during a procedure on (B)(6) 2026. Additional information was received on 07-may-2026: this occurred during a rotator cuff repair procedure. All fragments were retrieved. The procedure was completed using a replacement ar-2324bcsp device. The case was delayed approximately 3-5 minutes to retrieve the anchor/eyelet and implant a new anchor, with an additional 3-5 minutes of anesthesia time administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.